Manufacturer narrative:
A user facility called (B)(4) product support on to report test failed error messages on their leadcare blood lead analyzer as well "low" results when running quality controls. Testing of the returned unit at (B)(4) replicated error messages, and produce qc results that were out of range. No reported harm or injuries occurred as a result of this issue. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. (B)(4) provided the customer with a new instrument, additional training, sent them notifications. No further issues of this nature have been shown for this customer. (B)(4).

Event description:
A user facility called (B)(4) product support on to report test failed error messages on their leadcare blood lead analyzer as well "low" results when running quality controls.